Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for defective locking mechanisms with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
Material no. 368607, batch no. 9157708. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle there is an issue with the safety shield not working. The needle safety is falling off during activation. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: 1 of 2: nc site. They have discontinued use of the bd eclipse needle lot 9157708 due to the needle safeties falling off during activation. Have others reported the same? Is there already a recall in place or are these isolated instances? I am generally not the first stop on the information highway and wanted to check. Safety devices pop off in the span of a ½ hour while drawing two different patients. The boxes are being stored in the cabinet at the site with a note attached ¿do not use¿.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 368607, batch no. 9157708. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle there is an issue with the safety shield not working. The needle safety is falling off during activation. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: 1 of 2: (B)(6) site. They have discontinued use of the bd eclipse needle lot 9157708 due to the needle safeties falling off during activation. Have others reported the same? Is there already a recall in place or are these. Isolated instances? I am generally not the first stop on the information highway and wanted to check. Safety devices pop off in the span of a ½ hour while drawing two different patients. The boxes are being stored in the cabinet at the site with a note attached ¿do not use¿.